Manufacturer narrative:
Additional information was received and indicated a different year of patient birth. As this information suggests that the patient may have been a pediatric at the time of the event, a supplemental report is being submitted to reflect the change in date of birth and is being submitted as a 30 day report.

Event description:
It was reported that high thresholds, non-capture, and high impedance were observed on the atrial lead. It was further reported there was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 -52 implantable pacing lead: implanted: (B)(6) 2010. (B)(4).